Event description:
Information was received that the flange on a smiths medical bivona uncuffed pediatric flextendtm plus straight neck flange tracheostomy tube "came apart at the shaft". No adverse effects were reported.

Manufacturer narrative:
Device evaluation: four (4) samples were received from p/n 60pfss35 without their original packaging. Samples received in used conditions. During the visual inspection of the sample 1, 2 and 3, it was observed splits at the flange. During the visual inspection of sample 4, it was seen that a part of the flange was broken. Additional, during the visual inspection. It was observed contamination on the units and it was seen that surface of tube was worn. The customer reported condition was confirmed. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the sm facility. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.